Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the pump motor would not turn on the cooler heater unit. Power to the unit was working. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer (biomed) performed troubleshooting on the unit and determined that it was a bad circuit board.